Event description:
It was reported that this device experienced premature battery depletion. Thus, the device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the implant and explant date.

Event description:
It was reported that this device experienced premature battery depletion. Thus, the device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt. Review of device memory confirmed the device had not reached battery replacement time while implanted. No suspicious faults or errors had been recorded. Intermittent periods of high power consumption were noted which appeared to coincide with telemetry use. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device experienced premature battery depletion. Thus, the device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device experienced premature battery depletion. Thus, the device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the device serial number.